Manufacturer narrative:
Concomitant medical products: (2) 8110; (2) spm sets. The customer¿s report of an over infusion was confirmed. The pcu event log shows that at 2:27 am on (B)(6) 2017 a remote IV request was received by the pump to infuse maint ivf at a rate of 4.7 ml/hr and the infusion was started. At 3:41 am a remote IV request was received by the pump to infuse at a dose of 0.7 grams/ml. However the remote IV request was not accepted on the pump module because the message request was invalid (subsequent order mismatch). Because of the invalid request the drugid, rate and vtbi were not identified and the user was not presented the option to start the infusion. Five seconds later the door was opened followed by a flo stop open alarm for 2 seconds. At 3:42 am the device was restarted. Since the second remote IV request was not accepted at the pump module and the newer infusion was never started, when the user selected restart, it started the infusion that was previously infusing at 4.7 ml/hr. The pump module was not in an alarm state due to the door being open until after the remote IV request was identified as being invalid. The volume recorded as being infused during this period was 24.784 ml. The volume recorded as being infused from the time of the restart of the infusion until the device was channeled off at 7:45 am was 19 ml. The root cause of the overinfusion was user error. Devices not received, log review only.

Event description:
The customer stated that lipids and tpn were to infuse with the lipids rate at 0.2 ml/hr. The lipid infusion was programmed remotely from epic with the pump module door opened. When the pump module door was closed, restart was selected and the infusion was started, however at the previous infusion rate of 4.6 ml/hr. The incorrect rate was identified approximately 4 hours after the infusion was started. The infusion was stopped, a triglyceride level was taken, the result was within normal limits, and medical intervention was not required. There was no report of long-term patient harm. The customer identified that the remote order through epic transmitted and was associated with the pump module; however, the order was not received because the pump module door was open and in an alarm state. The customer validated that the volume infused documented in epic was approximately 14 ml instead of the expected 0.8 ml.